Event description:
Authorized distributor in (B)(4) reports domestic repair of device, replacing the cpu board, after having encountered a device not working on mains. Based on the information rec'd, the potential risk associated with the reported event is classified as critical since a defective cpu board, would lead to termination of treatment with an alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.